Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6).

Event description:
It was reported that during unknown timing, the device was not turning correctly. It was reported that the ratchet was not stuck. The handle was able to perform the up and down motion. The device was cutting but making partial/improper cuts. There is no information regarding patient harm or delay. Due diligence is complete and there is no additional information available. No adverse events are associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the device was not turning / cutting correctly; bottom roller was damaged due to a conformant handle used with mesher. The bottom roller, shoulder bolts, set screws, washers, and cap nuts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use of a non-conformant handle with the mesher assembly. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00672, 0001526350-2023-00673. G2 country: new zealand.

Event description:
There is no additional information available regarding the event.